Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer had symptoms such as shaking, sweating, mental confusion and unable to follow simple commands. The customer was hospitalized at (B)(6) on (B)(6) 2017. The customer was assisted with troubleshooting. There was no indication that the insulin pump over delivered insulin. The product will be returned for analysis.